Manufacturer narrative:
The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and infection ¿ late onset.

Event description:
Patient representative reported "silent hypoxemia, shortness of breath", "diffuse and generalized pain", "skin lesion with characteristics of an extremely severe necrotic wound, recurrent necrotic lesions", "prolonged periods of bed rest, and inability to move her limbs, intense weakness, generalized weakness, frequent malaise", "churg-strauss syndrome and pyoderma gangrenosum, lesion appeared in the armpit, this time of internal origin, accompanied by intense pain without being able to move the arm, weakness, high fever, intense sweating, pallor, and a difficult-to-control infection", lung parenchyma, pulmonary hypertension, hypothermia, cold extremities, weight loss, blurred vision, intense sweating in the thoracic region, significant thickening, heterogeneity, and increased echogenicity on the left side of the face, notably at the level of the mandibular region, compatible with a significant inflammatory process, tachycardia, increase in volume and heterogeneity of the density of the parotid gland accompanied by densification of the adjacent subcutaneous cellular tissue, suggesting an inflammatory process, lymph nodes in greater number than usual, which do not exceed 1.0 cm in their transverse diameter, located in levels iib and v, prominent lymph nodes are identified, with preserved ultrasonographic characteristics, in the cervical lymph node chains (levels ib, iii, and v), with the largest lymph node measured at 1.5 cm (largest transverse diameter)", "rupture of the breast implant three and a half years after surgery", "fever", "suspicion of breast implant-associated anaplastic large cell lymphoma (bia-alcl) and asia syndrome (autoimmune/inflammatory syndrome induced by adjuvants)". The patient was hospitalized twice. The patient was prescribed antibiotics and analgesics with high-dose corticosteroids and oral immunosuppressant, a biological drug was introduced, two antibiotic therapy regimens were used and vitamin and iron replacements. This record is an unknown side. The device was explanted.